Manufacturer narrative:
A possible association exists between the liberty cycler and the reported adverse event of umbilical hernia. Reportedly the patient¿s hernia was not pre-existing prior to the initiation of pd therapy, however there is no documentation or indication that any fresenius device(s) caused or contributed to a serious adverse patient outcome. Additionally, there is no allegation of a machine malfunction or a machine failing to perform as expected. Increased intra-abdominal pressure associated with pd therapy is known to create or exacerbate pre-existing weaknesses in the supporting abdominal wall structures. Additionally, the placement of a pd catheter is a risk factors for increased likelihood of hernia formation or enlargement. Hernias are a known complication of pd therapy. Therefore based on the available information causality cannot be fully determined. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient contact reported patient was treated for a hernia. During a follow-up call the patient¿s peritoneal dialysis nurse (pdrn) reported the hernia developed after the patient had begun peritoneal dialysis therapy on (B)(6) 2015. Additionally patient¿s nurse stated the surgery was performed on (B)(6) 2018. The surgical course and discharge disposition of the patient are unknown, however the surgery was performed outpatient as reported by the pdrn on (B)(6) 2018, implying a successful procedure. The pdrn stated the patient missed two pd treatments after undergoing hernia surgery. The patient will resume pd therapy on the replacement cycler on or about (B)(6) 2018. The pdrn stated she did not believe pd therapy contributed to worsening of the umbilical hernia. Additional follow-up performed on (B)(6) 2018 revealed the patient has continued pd therapy without issue and has fully recovered from the umbilical hernia surgery.

Manufacturer narrative:
The reported allegation as stated cannot be confirmed. The reported complaint symptom (hb make sure heater bag is on heat tray and unclamped) was not confirmed. The reported complaint symptom lz73-(noisy) was not confirmed. There were no indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. Mushroom head check passed. Tested negative for glucose. The internal inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."